Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a sharp hook broke off during an open reduction and internal fixation (orif) procedure of a scapula fracture on (B)(6) 2016. The surgeon was manipulating a bone fragment into place when the tip broke off. The fragment was retrieved and no surgical delay occurred due to the breakage. Back-up instruments were immediately available to complete the procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: one sharp hook (product code: 319.39, lot number/mfg date: unknown). The instrument was received with the distal tip being broken off and was not returned. The received condition is consistent with the result of excessive force. Thus, although the root cause cannot be definitively determined, it is probable that the method of use and/or handling resulted in the complaint condition. Drawings for the device were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No device history record review can be done for the returned instrument because the lot number is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.